Event description:
A patient advanced metastatic pancreatic cancer, who developed recurrent cryptogenic strokes on appropriate antithrombotic medical therapy with lovenox (enoxaparin), was diagnosed with a patent foramen ovale (pfo) and referred for percutaneous pfo closure. In 2004, the patient underwent cardiac catheterization and successful placement of a 25 mm pfo-hde device. Coronary angiography during the procedure was normal. The patient was restarted on lavenox in the evening following the procedure. After extensive discussion with the patient's neurologist and oncologist, it was decided that continued lovenox would offer the best risk/benefit ratio for treatment of the hypercoagulable state to prevent further thrombotic events and device thrombosis, with the lowest risk of bleeding in this patient with widely metastatic disease. Pre-discharge chest x-ray and tte showed that the device was properly positioned. The patient did well overnight with telemetry and was discharged the next day. The patient did well until 04/2004 when pt presented to e.r. With chest pain, hypotension, and altered mental status. The patient was diagnosed with acute inferior st-segment elevation myocardial infarction and died in the e.r. An autopsy was not performed. It is likely that the patient, with their hypercoagulable, malignancy-related state, developed pfo device thrombosis with embolization of the thrombus to the right coronary artery, resulting in death. Device thrombosis is a rare (in roughly 1 in 1000 patients in the literature), but recongnized complications of this procedure. The risk of device thrombosis is higher in patients with a hypercoagulable state.